Event description:
Information was received indicating that the ventilation on/off switch knob to a smiths medical pneupac® parapac® ventilator will not stay on and the inspiratory flow was too high. There were no reported adverse effects.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in fair condition. Upon initial check, the on/off knob was observed to not stay in the on position. During check of inspiratory and expiratory times with no air mix; the unit was found out of tolerance. The values were found high at 2.43 and 3.57 respectively; confirming complaint. The unit was observed to fail the flow control check with values being above tolerance. Based on the evidence the root cause was found to be normal wear and tear.